Event description:
It was reported that the patient is experiencing a decrease in therapeutic effect. The reporter stated that the patient gets a refill about once every 30 days. For the first 2 weeks following the refill, the pain is managed. The second 2 weeks, the pain is back very strong and the patient experiences sweats, dizziness, loss of appetite, sleep disruption and suicidal thought because of the pain. Reporter stated this experience has been going on for one year. The patient was experiencing a "burning sensation in the lower half of her body", and "cramps in the back of her legs". The patient reports having a rod in her back and was getting injections for specific areas of pain, however "those only help for a couple of days". The patient feels that the "pump is working and all of the sudden it stops and patient is not getting relief anymore". Reporter stated that when the patient "is getting the medication, she has tolerable pain", and feels the "previous pump did not have this problem and it worked fine". Reporter stated that 3-4 months prior to the (B)(6) 2012, the patient was found on the floor and went to the emergency room. The pain management provider did imaging and found the arthritis at that time, but was not sure if the imaging included the pump. The reporter expressed concern as the "physician is not doing anything about it and did not even tell her there was a recall" and "the patient is almost ready to commit suicide". There was no alarm being heard on the pump and diagnostic tests have been performed. Reporter stated that they did MRI and "checked it all out" and determined there was no catheter issue. Reporter expressed dissatisfaction with provider and fear of "being kicked out since they have already threatened her", and patient was trying to find a new provider. It was later reported on (B)(6) 2012 that the imagining that was completed in the past showed arthritis, however it was unclear what the determination was regarding pump function. Patient was just told that "everything is working fine". Reporter stated that medication is removed from the pump at every refill appointment, however unsure of the amount or if there is a discrepancy. Patient planned to bring therapy concerns to provider, for possible further diagnostic testing. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. The medication in the pump was morphine and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4). Recall -a small percentage of these pumps may exhibit low battery reset, premature elective replacement indicator (eri), or premature end of service (eos). Additionally, for a small percentage of these pumps, the minimum timeframe of 90 days between eri and eos may be reduced due to this battery issue.